Event description:
It was reported that during a subclavian angioplasty procedure, a balloon rupture occurred. The indication for the procedure was an in-stent restenosis of a non-bsc stent, located in the right arm fistula, that was fractured. The implant date of this stent is unknown. The ultra-thin sds balloon catheter "burst at some point, sheered off the front tip of the balloon". It is unknown upon which inflation this occurred, nor the atm's and duration of the inflation. The procedure was completed with another ultra-thin sds balloon catheter. No further complications were reported. The patient's condition was reported as "stable". Multiple attempts for additional information have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device has been retained by user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.